Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2015-0395 and 2016-2047). Additional events for this patient reported on medwatch numbers 1825034-2016-02049 / 02050. Product location unknown.

Event description:
It was reported that patient underwent a knee revision procedure approximately twelve (12) months post-implantation due to pain.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.